Manufacturer narrative:
E.1 phone extension exceeds character limit (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter broke off and piece remained in the patient's arm. The following information was provided by the initial reporter: injuries or adverse event: no cst advised there is an issue with a plastic IV catheter sheath breaking off. Customer response on april 24, 2024: the nurse was placing the IV in patient left antecubital, blood return was noted and when the catheter was attempted to be advanced it met resistance. Upon attempting to remove the unsuccessful placement from the patient the catheter did not come out smoothly. The nurse pulled the skin taut to remove and the catheter gently and the plastic catheter that was in the patient snapped off and only part of the catheter was removed. Pt denied any pain. The nurse was able to palpate the remaining catheter in the pt. Arm. Bedside ultrasound was used by the physician to verify that a piece of the catheter remained in the patient arm but was not in any vein or artery. The patient was being sent to surgery for the medical issue which they had presented to the ed and when the patient was in surgery a small incision was made and the remaining piece of catheter was removed. One stitch was placed. The patient will need stitch removal.

Event description:
No additional information.

Manufacturer narrative:
Correction: annex e code corrected since initial submission. Investigation results: the complaint that the catheter was breaking could not be confirmed from the unused representative 20ga insyte autoguard units that were received in sealed packaging from lot #4007167. As it was reported that the catheter broke during attempted removal, a pull test was completed to test the strength of the catheter and each unit tested met specification. No damage or defects were noted on the returned samples. Without the affected sample, the root cause could not be determined. Potential contributing factors include complications during insertion or sharp instrument damage such as re-inserting the needle into the catheter. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.